Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power-related alarms was confirmed via the provided log file; however, the reported event of the controller becoming hot to the touch was not confirmed. The log file captured atypical low voltage advisory/hazard and no external power alarms on (B)(6) 2025. These alarms appeared to have been caused by the voltage within both power cables fluctuating below the alarm thresholds for an extended period, and the alarms resolved when the patient exchanged power sources. No other notable events were observed, and the pump operated as intended throughout the data. The returned system controller was functionally tested and performed as intended. Atypical alarms were unable to be reproduced, and the controller operated a mock loop as intended throughout all testing. Temperature measurements were also taken at various areas on the controller after extended testing; all measurements were observed to be within a typical range of an operating controller, and the controller did not feel warm to the touch throughout testing. However, the wires within the controller¿s power cables were measured, and most of the wires were found to be fatigued. Upon opening the controller and its power cables, a significant amount of fluid ingress was found within the cables, affecting the inner layers, shielding, and inner wires. The observed fluid ingress within the controller¿s power cables could have contributed to the wire fatigue which could have contributed to the cause of the reported alarms; however, the root causes of the fluid ingress and the reported overheating were unable to be conclusively determined through this analysis. Review of the device history record for the system controller showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook section 2 ¿how your pump works¿ and the heartmate 3 lvas instructions for use section 2 ¿system operations¿ cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c).¿ the heartmate 3 patient handbook section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook ection titled "emergency constact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the system controller was overheating and sometimes getting a "connect to power" alarm even though it was fully plugged in. It had mainly happened when connecting to the mobile power unit (mpu). The patient had two mpu(s) at home and it happened when using both mpu(s) on different outlets. Overheating was also reported while on battery(s). Internal battery(s) had been changed earlier in the week during a clinic visit. The patient was kept on battery(s) until log files were retrieved followed by a system controller exchange on (B)(6) 2025. Following review, log files captured low voltage advisory and hazard alarms, along with several no external power events between 10:56 and 11:00 on (B)(6) 2025. Additionally, some odd relative state of charge (rsoc) voltages were noted on the white power lead during these events, with readings around 7 volts instead of the expected 14 volts when using the mpu. Per technical services (ts), these voltage irregularities were likely the cause of the events and suggested a potential issue with the white and/or black power lead of the system controller. The system controller temperatures during the events remained within normal limits at 42°c.